Event description:
The customer reported via phone call that she was recently hospitalized with a blood glucose level of 715 mg/dl. The customer reported that she had a blood glucose of 460 mg/dl, treated for that, then it rose to over 500 mg/dl at which time paramedics were called. The customer reported that this high blood glucose event was due to a damaged insulin pump that would not properly hold the reservoir in place. The customer declined troubleshooting and will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.